Event description:
It was reported an unusual fungal specimen was identified in a collected sample on two patients. The patient underwent a therapeutic bronchoscopy using a Broncho videoscope for acute respiratory failure with hypoxia on (b)(6) 2026. Following the procedure, an unusual fungal organism was identified in specimens collected from the right lower lobe, sputum and bronchoalveolar lavage (BAL) samples. Bacterial cultures obtained from the biopsy and instrument channels were negative; however, cultures from the outside of the bronchoscope insertion tube were positive for Aspergillus fumigatus. The patient's clinical history was not concerning for pulmonary fungal infection. No additional medical intervention or harm was reported.This is report 2 of 2.